Event description:
It was reported that (1) dh010 was used during an unknown procedure. It was reported by the affiliate that the device malfunction with an h2tuv. Opened another device to complete the case. There was no adverse pt outcome.